Event description:
Patient was implanted with matrix screws, heads, locking caps, rods and chronos beta-tcp strip on (B)(6) 2012 for a tlif. Patient later developed infection at implant site. Implant will not be removed, patient treated with incision and drainage (I & d). This is 16 of 16 reports for the same event.

Manufacturer narrative:
Device was used for treatment not diagnosis.(B)(4): the supporting validation demonstrates that the minimum routine sterilization dose employed by synthes is effective at achieving a sterility assurance level (sal) of 10-6. The certificate of processing for lot n003374 was reviewed and demonstrates that the dose delivered to product was within the established routine production sterilization dose range.(B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.